Manufacturer narrative:
The heartmate 3 lvas was implanted during the (B)(6) clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was shocked by his implantable cardioverter-defibrillator(ICD) on (B)(6) 2020 at home. After which, he experienced shortness of breath and productive cough/blood tinged sputum. Upon presentation. Respiratory rate was 30 and the patient was started on nasal cannula oxygen. Chest xrays revealed diffuse pulmonary edema and consolidation likely with pneumonia. Patient's ICD showed events of ventricular tachycardia/ ventricular fibrillation, both of which discharged shocks. Electrophysiology is to be consulted. Patient was readmitted on (B)(6) 2020 for worsening shortness of breath along with productive cough with clean/blood tinged sputum. Patient started on IV azithromycin as inpatient and x rays consisted of pneumonia. No further information was provided.

Manufacturer narrative:
Investigation summary: a direct relationship between the device and the reported events could not be determined. The account reported that the patient, with known pneumonia, presented to the hospital on (B)(6) 2020 with progressive shortness of breath and ICD shocks following asymptomatic ventricular tachycardia/ ventricular fibrillation. Electrophysiology was to be consulted. The patient was admitted on (B)(6) 2020 with worsening shortness of breath following ICD shocks and a productive cough with clean/blood tinged sputum. Upon admission, the patient was found to be hypoxemic and nasal cannula oxygen was started. IV azithromycin was started as inpatient and a chest x-ray was consistent with pneumonia. The patient was treated with prolonged hospitalization, unspecified changes to their medication, oral antibiotics, and parenteral antibiotics. It was later reported that the patient had hypoxemic respiratory failure beginning on (B)(6) 2020. A chest CT was repeated on (B)(6) 2020 and pulmonology¿s final recommendations included unclassifiable fibrotic process with chronic pulmonary edema and pleural effusions. It was reported that treatment would include diuresis as needed, steroid taper, bactrim prophylaxis, and home oxygen. It was reported that the event resolved on (B)(6) 2020 with sequela (ongoing home oxygen requirement). The patient remained ongoing on vad support until they ultimately expired on (B)(6) 2020. Bleeding, cardiac arrhythmia, and localized infection are listed in the hm3 IFU as adverse events that may be associated with the use of heartmate 3 left ventricular assist system. The patient care and management section provides information regarding anticoagulation, including recommended inr values, as well as a subsection entitled ¿controlling infection¿. Heartmate 3 lvas IFU rev. B (document #(B)(4)) is currently available. Bleeding, cardiac arrhythmia, and localized infection are listed in the hm3 IFU as adverse events that may be associated with the use of heartmate 3 left ventricular assist system. The patient care and management section provides information regarding anticoagulation, including recommended inr values, as well as a subsection entitled ¿controlling infection¿. No further information was provided. The manufacturer is closing the file on the event.

Event description:
It was reported that a chest computed tomography was repeated on (B)(6) 2020 and pulmonology's final recommendations included unclassifiable fibrotic process with chronic pulmonary edema and pleural effusions. The treatment was include diuresis as needed, steroid taper, bactrim prophylaxis and home oxygen. No further information provided.